Manufacturer narrative:
Model number/catalog number 720185-01, serial number n/a, batch/lot number 1100756627, model/catalog description reservoir flat iz 100 ml, unique identifier (UDI) # (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Incomplete inflation, fluid loss and fluid leakage are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. A risk review was completed; inflation issue and fluid loss are defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the information available the cause that contributed to the reported event cannot be established. Therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the pump bulb of an inflatable penile prosthesis (ipp) remained flat during attempted inflation, and the device exhibited fluid loss at the connection site. A surgical procedure was performed, during which a hole extending from the right cylinder to the pump was observed. As a result, the pump, tubing, and reservoir were removed and replaced. The cylinders remained implanted. No complications were reported.